Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-02283 for the other associated device info. The date of event is unk. It was reported to boston scientific corp, that three jagtome rx sphincterotomes were used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, the cutting wire snapped on two devices when shortening it. The physician was able to retrieve the device on both occasions. The procedure was completed with another jagtome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The complainant indicated that the device has been disposed of and will not be returned for eval. A device eval cannot be performed; the cause of the reported malfunction is undetermined. If any additional relevant information is received, a supplemental medwatch will be filed. (B)(4).